Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Unrelated to the complaint, the display screen was found to be faded.

Event description:
The patient reported that keypad buttons were intermittently responding to button presses and were getting worse with time. The patient confirmed that the keypad was intact and there was no trauma to the pump. The patient reportedly wore the pump on the outside of clothing and did not clean the pump.

Manufacturer narrative:
(B)(4): the keypad was found to be intact; the ok and contrast button symbols were found to be worn. The keypad buttons were found to be responding appropriately to button presses. The keypad was removed and contamination was observed under the button contacts.